Event description:
The maxi move passive floor lift tipped over during transfer of the patient from chair to bed. The patient placed in sling (xxl size) was raised to the highest maxi move position, however the bottom part of the sling was not raised high enough and "got caught on the chair or clipped the arm and the chair tilted over". As a consequence, it pulled the maxi move over with the patient. The patient fell on the staff members when they tried to prevent the mavi move tipping and caused the injuries to the caregivers. One caregiver bruised wrist and second caregiver sustained lacerations and bruising to the wrist, hand, nose bridge. No patient injuries reported. The device evaluation did not reveal any failure. The functional testing was passed. The device was put back in service after testing.

Manufacturer narrative:
The process of analysing information is ongoing. The results will be provided to the follow-up report.

Event description:
The maxi move passive floor lift tipped over during transfer of the patient from chair to bed. The patient placed in a sling was raised to the highest maxi move position, however the bottom part of the sling "got caught on the chair or clipped the arm and the chair tilted over". As a consequence, during movement, the maxi move tipped over with the patient. The patient fell on the staff members when they tried to prevent the mavi move from tipping. As a consequence, the caregivers sustained injuries. For the device evaluation results, please refer to the root cause analysis section.

Manufacturer narrative:
The device evaluation did not reveal any maxi move failure. The functional testing was passed. The device was put back in service after testing. It was mentioned by the facility staff that they selected the incorrect size (too big) of the sling for the transferred patient. The instructions for use dedicated to passive clip slings (04.sc.00-8en) warns: "to avoid the patient from falling, make sure to select the correct sling size according to the IFU". There is a section that informs how to select the proper sling size. The facility staff is aware of the cause of the event. Also, the proper sling selection was discussed with the facility staff. To sum up, it can be concluded that the device operational problem (movement obstructed by the sling hooked by the chair) led to the claimed device tipping. As it is not known which sling (whether it was arjo one) was used during the transfer, it cannot be confirmed whether it could somehow contribute to the event. Although no maxi move failure was observed, it can be concluded that the lift does not meet the performance specification as it tipped over. The complaint decided to be reportable due to the allegation of the lift tipping.